Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported by a field clinical specialist, the specialist was notified of a possible failing edwards thv valve approximately 9 years post tavr procedure. Per follow-up with the case specialist and physician, this patient was admitted to our hospital from another local regional medical center for bleeding. The patient has a mechanical mitral valve which requires coumadin, and underwent tavr procedure for aortic valve in 2013 at ohio state university. Echocardiogram done on the patient reported degeneration of the aortic valve. The valve is now degenerated, and there is a very significant doppler finding consistent with stenosis that is severe of this prosthetic valve. The patient was also diagnosed with congestive heart failure, nyha class iii. The patient has complaints of dyspnea on exertion, and does not have overt syncope. The patient now has a reduced lvef that was not present before. The exact date of event is unknown. There is no report of surgical revision or replacement at this time. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for valve degeneration deterioration was unable to be confirmed as no device or medical record provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals also revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the root cause for svd (stenosis) approximately 9 years post-implantation was unable to be determined due to insufficient information. No manufacturing nonconformances were identified during evaluation. A definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.